Manufacturer narrative:
The pump was returned to animas. Eval revealed that the force sensor resistance reading was out of calibration. Review of the pump history revealed loss of prime warnings. The pump was rewound, loaded and primed successfully with no alarms occurring. The pump was exercised with no loss of prime warnings duplicated.

Event description:
Eval revealed that the force sensor resistance reading was out of calibration.